Event description:
Customer reportedly obtained results of 268mg/dl and 128mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.